Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check after use of the iabp on a patient, the cs300 intra-aortic balloon pump (iabp) battery was noted to be used for one year and nine months. It was replaced due to battery deterioration. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.